Event description:
During a laparoscopic cholecystomy the surgeon fired the er42 acrossed the cystic duct and the clip scissored. This happened with repeated firings of the device. A second device was opened and the clips also scissored. An er320 was opened to complete the procedure. A clip is being returned with the device. There was no consequence to the pt. 11/20/96 1430 surgeon called back and confirmed the info as reported by the rep. He stated the first firing of the first instrument fired without difficulty and the clip was correctly formed. The next firings fired scissored clips. Another instrument was also used and it fired all scissored clips. He did not notice any unusual tactile or audible feedback. The scisssoring was not noticed until the surgeon went to place an endo-loop on the cystic duct because it was inflammed. When placing the endo-loop, the clips were being removed and noted to be scissored.